Manufacturer narrative:
Fowler angle sensor.

Event description:
It was reported by service report that the fowler angle reading is inaccurate and the power cord was damaged. No pt involvement or adverse consequences are reported.